Event description:
It was reported to medtronic minimed that the customer experienced pump keeps stopping bolus delivery in manual mode, did some bolus attempts and clearly saw the pump stop the delivery of the bolus twice. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database pump traces. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. To further investigate we retrieved the pump trace for this user for the given date range and requested pump team to investigate. To assist with the resolution , pump team provided the below feedback to helpline support team -- from the pump history on july 17^th^, 2025, I found the following 4 bolus cancel events and all of them were cancelled by user -- and here is the keypresses confirmation from long traces for the 1st example. -- in the other 3 examples the keypresses look similar. Parsed pump history and trace are attached to this ticket. Conclusion: manual boluses were cancelled by user- I would recommend closing the ticket : pump behaved as expected the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of the issue is because user did the events based on the keypresses events. Helpline confirmed that they have provided the feedback to user and there is no further update required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus stopped alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found bolus not delivery alert on 16-jul-2025 at 23:48:17. No bolus stopped alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Bolus stopped alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.